Event description:
It was reported that the customer observed a foggy, unclear image during surgery. There was patient impact and delay during surgery.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: laser welding seal failure.distal window solder failure.user error.damage to optical train.damage to needle.damage to distal or proximal windows.contact with shaver or other instrument.moisture intrusion.improper/third party repair.the product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the customer observed a foogy, unclear image during surgery. There was patient impact and delay during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.